Event description:
It was reported that the stored egms showed noise on the sense/pace portion of the rv lead. Under fluoroscopy, an outer insulation failure was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event was confirmed in the laboratory. The lead was returned in two parts. Analysis found multiple abrasions between 9.5cm and 11cm, and between 8.5cm and 14.5cm from the distal tip which caused fatigue fracture for both rv cables and both proximal cables. An inside-out abrasion was noted between 44cm and 45cm from the distal tip. The abrasion between 9.5cm and 11cm resulted in fracture.